Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl and 125 mg/dl. The customer was treated with drinking juice. It was reported that they had issue insulin pump. The customer does not allege pump was over delivering. It was reported that they were able to do the rewound until fill tubing insulin exited from tubing and was able to prime. The insulin pump will not be returned for analysis.